Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited an increase in pace impedances on the right ventricular (rv) lead. The impedances rose from 400 ohms to 1700 ohms. The ICD and rv lead were explanted and replaced. A fluoroscopy was performed on the lead which did not reveal any damage. No additional adverse patient effects were reported.